Manufacturer narrative:
Patient age not available from the site. Patient weight not available from the site. The system logs were reviewed by a medtronic representative and analysis revealed that the log files do not show any issues with boot up or imaging functions. The medtronic representative could not recreate the reported symptom. The 2d and 3d imaging functions performed as designed. The system was rebooted multiple times and no errors occurred. A medtronic representative performed an imaging system check-out, all areas passed. System performed as intended. This event was identified during a retrospective review as discussed with the FDA (B)(4) district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that, while in a spine procedure, the site's imaging system would not boot. The medtronic representative was unable to take an image with, 2d. The imaging system was rebooted and the image acquisition system (ias) would not power on. The pendant displayed ¿system booting please wait¿. The medtronic representative, reviewed logs and did not find a cause for the reported issue. The surgeon discontinued use of the imaging system and chose to proceed with a c-arm, an alternate system. There was a reported delay to the procedure of less than 1 hour due to this issue.there was no impact on patient outcome.